Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose level was 679 mg/dl. Customer experienced diabetic ketoacidosis and was admitted into the hospital. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked lcd connector. Unable to complete functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to the unresponsive buttons. The pump was received with minor scratches on the lcd window, a scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.